Manufacturer narrative:
Evaluation results: two used tracheostomy tubes (part numbers 007/910/680 and 007/910/690) were received for investigation without their original packaging. Under visual inspection the investigator noticed that both the returned devices had several cuff tears. The cuffs failed to inflate as a result. The most probable cause of this issue is that the cuff tears resulted from contact with sharp edges that either occurred during or after tracheostomy procedure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that cuff component of the tracheostomy tube had a leak. A tracheostomy tube change out was performed as a result. No patient injury or complications were reported in relation to this event.